Event description:
It was reported the patient did not recharge the ipg as recommended and the ipg became inoperable. In addition, the patient experienced pain at the ipg site. As a result, the ipg was explanted and replaced on (B)(6) 2017. Follow-up revealed the pain at the ipg site was resolved.